Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Evaluation revealed a broken tip on the outer shaft. Further investigation also revealed bent outer shaft as well as metal gouging on the surface of the inner shaft at the distal end with evidence of weld penetration throughout the device. The device met all material specifications as received. Complainant's event typically caused by excessive bending and leveraging forces on the device during use. This is the second complaint of this type for this part/lot combination. The cause(s) of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a piece of the outer tube broke off during knee arthroscopy. The piece was retrieved but in order to remove the broken piece from the patient the incision had to be enlarged during surgery.